Manufacturer narrative:
Cataract, induced. Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a patient, a cataract started to develop during the last eight months following icl implantation in late 2012. According to the dcr, dated on 06/21/2014, the anterior cortical cataract (acc) was diagnosed in (B)(6) 2014 with no progression (va=20/20). Icl remains implanted. Even though the cataract was attributed to the device it is well known that acc type is age related and opacities start as vacuoles and clefts between the lens fibers. It should be noted that patient was (B)(6) at the time of the surgery and per dfu visian icl is indicated for implantation in adults 21-45 years of age, and therefore there is no sufficient data to support implantation in such patients. Given all this information the most likely cause of the reported event was patient related factor (age). Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the reported event was patient related factor (age). (B)(4).

Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in their right eye (od) on (B)(6) 2012. The patient reported a cataract had started to develop during the last eight months. The facility reported the date of cataract diagnosis was (B)(6) 2014 and it was an anterior cortical cataract. At the last post-op visit on (B)(6) 2014, the cataract had not progressed. The patient's post-op va was 20/20. The icl remains implanted.